Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had an advance sling implanted and was further treated with an artificial urinary sphincter (aus) device on (B)(6) 2018 due to recurring incontinence. The patient's incontinence initially improved with the sling placement, but worsened over time. The patient's outcome was better following the aus placement and the issue was resolved. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient had an advance sling implanted and was further treated with an artificial urinary sphincter (aus) device on (B)(6) 2018 due to recurring incontinence. The patient's incontinence initially improved with the sling placement, but worsened over time. The patient's outcome was better following the aus placement and the issue was resolved. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.